Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown d2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d3. Common device name: tubes, vials, systems, serum separators, blood collection investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when opening one (1) bd vacutainer® push button blood collection set with pre-attached holder package, a hair was found. There was no health impact or consequences reported.